Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. Summary of investigational findings: the reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported abscessed ivc filter, retroperitoneal bleed, and acute arterial hemorrhage are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this product was not manufactured according to specification. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to categorization form: [pt] alleges:"ivc is collapsed around filter (chronic ivc stenosis", "ivc is collapsed around the apex of filter (chronic ivc stenosis)", "massive deep venous thrombosis", "abscessed ivc filter", "retroperitoneal bleed, acute arterial hemorrhage". Additional information received 06/03/2019. It is alleged that "[pt] received a cook celect filter on (B)(6) 2017." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Appropriate term/code not available (3191) [device perforation]. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported abscessed ivc filter, retroperitoneal bleed, and acute arterial hemorrhage are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: cook medical incorporated (cmi) (B)(4). Registration no.: (B)(4).

Event description:
Patient allegedly received an implant on (B)(6) 2017 due to deep vein thrombosis (dvt) and acute hemorrhage of the ivc implanted on (B)(6) 2017. Patient alleges vena cava perforation, bleeding, acute arterial hemorrhage, massive deep venous thrombosis, stenosis, retroperitoneal bleed, abscessed filter. Patient further alleges to have experienced, "bleeding disorders, anti-coagulant caused bleeding, numerous blood transfusion, weakness caused falls and caused left hip replacement and vertebrae damages". Per abdominal CT, dated (B)(6) 2017, "there is low density in the ivc in the filter chamber and distal to the filter that is thought to represent acute thrombud. The ivc is collapsed around the apex of the filter. The is suggested chronic ivc stenosis."

Event description:
The patient further alleges limitations on "walking, strength, any activity."

Manufacturer narrative:
Reference also manufacturer report number: 3002808486-2019-00775. Investigation: the investigation was reopened due to additional information provided. The following allegations have been investigated: vena cava perforation, bleeding, massive deep venous thrombosis, bleeding disorders, anti-coagulant caused bleeding, numerous blood transfusion, weakness caused falls & left hip replacement and vertebrae damages, and limitations on walking/strength/any activity. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Unknown if the reported bleeding, massive deep venous thrombosis, bleeding disorders, anti-coagulant caused bleeding, numerous blood transfusion, weakness caused falls & left hip replacement and vertebrae damages, and limitations on walking/strength/any activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.